Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informationwas received from the rep on (B)(4) 2018. It was reported that the flipped pump was not confirmed. The doctor had an ap x-ray of the pump taken but it was a bad picture. The rep states, ¿you couldn¿t see the pump in the picture to determine its current position. I believe he was going to send for new pictures or a CT scan.¿ the cause of the flipped pump was not determined, it was unknown if it was flipped. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was 5 mg/ml morphine (unknown) at 0.6 mg/day. The reason for use was spinal pain. It was reported that there was a suspected pump flip, as they had refill difficulties at the appointment on (B)(6) 2018. They had trouble trying to access the pump 2 weeks ago ((B)(6) 2018) when the patient was in for a refill. They couldn't complete the refill that day. They can interrogate the pump and the patient can use the ptm without problems. It was reviewed that telemetry is still possible if pump is flipped. It was also considered to review imaging to confirm pump orientation. There were no symptoms reported. There were no further complications reported/anticipated.